Event description:
Tap. It was reported that 127 days after implantation of a 3.50x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery proximal to previously placed stent. A pre-intervention stenosis of 75% and a timi grade 3 flow was reported. Without pre-dilation, a 3.50x16 mm taxus stent was deployed in the lesion. A post-interventional stenosis of 0% and a timi grade 3 flow was reported. The pt rec'd angiomax during the procedure. The target vessel was reported not to be calcified or tortuous. The pt was placed on plavix, aspirin, synthroid, lasix, toprol, hctz, lipitor and glucovance following the procedure. Pt complications were reported as "no complications." The pt presented 127 days after the initial procedure with a 99% in-stent restenosis in the proximal lad. After balloon dilation with a 2.5x15 mm maverick balloon, a 3.5x18 mm cypher stent was deployed in the restenotic region of the proximal lad. No info was reported on post-intervention percentage of stenosis. No info was reported concerning pt complications.